Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that they are not feeling any stimulation. Pt said the issue started yesterday. Pt also think that they need a new battery because they haven't got a battery since they got the device because the stimulation is not coming on. Pt mentioned the controller is powering on but not staying charged. Agent walked the patient to check the charge level and showed both the ins and controller at 100%. Pt also said their head was 'wobbly' this morning. Agent helped the patient to adjust the intensity. Pt said they are in group b with green highlighted box (stim was on) and after pressing the program 1 they saw lower settings, settings cannot be decreased any lower message. Pt stated after they pressed the up button it showed please wait message then going up and down. Pt said the controller was like going to different cycles showing 2.9, 3.1, 4, 5, 7, 8, 9, then 5, 2, 3, 4. Agent tried to clarified and pt said its like a loading screen and please wait message. Pt stated they can feel the stimulation going up showed 9, 8, 10,2 and keep going up. Agent asked pt if they saw intensity on the controller screen but just saying please wait then suddenly they saw the no device found but no cord was attached to the controller but the intensity kept on going up and patient was it was too high. After going back to the therapy screen pt tried pressing the program 1 but nothing happened. Suddenly pt switched from group b to a without the agent's instruction and patient stated they feel a little stimulation which enough for them. Pt said most of the time they had it in group b and feel good but when they go back to group b the please wait message showed and it will go on (B)(6). . Agent redirected pt to healthcare provider to set up an appointment with manufacturing representative to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745; unknown. Product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.